Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verioiq meter was reading inaccurately high compared to another device (onetouch ultra) and compared to her feelings and/or normal readings. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged inaccuracy issue began on the morning of (B)(6)2016. The patient claimed obtaining a blood glucose reading of "259 mg/dl" with the subject device, which she felt was high compared to her feelings and/or normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. She also claimed obtaining a blood glucose reading of "59 mg/dl" on the other device. The tests were performed within an unknown time of each other. The results may not have met lfs' criteria for accuracy. The patient manages her diabetes with insulin (self-adjusted) and denied making any changes to her usual diabetes management regimen as a result of the alleged inaccuracy issue. The patient reported that just after obtaining the alleged inaccurately high blood glucose reading, she developed symptoms of "dizzy and shaking." The patient denied receiving medical treatment as a result of the alleged issue. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter. It is not known if the correct testing method was being followed or whether an approved sample site was used to obtain the results. The csr was unable to confirm if the test strip vial was intact and it is not known whether the test strips had been stored properly; had expired or been open beyond their discard date. The csr also noted that the patient did not have testing supplies available to test the subject meter and the alleged issue remained unresolved. There was no apparent misuse of the product and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after obtaining the alleged inaccurately high results with the subject meter.

Manufacturer narrative:
The lay user/patient returned a second vial of test strips from the subject lot and these have been evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed; the test strips were found to have results above range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain levels of moisture that reflect normal use (as per product labelling). If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patient¿s test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). A device history record review was also performed on the subject test strip lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.